Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of a power interruption on the date of the alleged complaint. During testing, the pump successfully completed the 24 hour duration test without any reboots or power loss. The pump¿s electrical draws were tested and were found to be within required specifications. There was no evidence of moisture in the battery compartment. The pump cover was removed and there was no evidence of moisture or damage to the power circuit, power flex, or internal components. The original complaint of a power issue was noted in the pump history but unable to be duplicated during investigation.